Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized after giving himself 80 units of insulin. Customer stated he treated with insulin, became unconscious and woke up in the hospital. The customer's blood glucose at the time of incident was 18mg/dl. Unable to troubleshoot due to customer not having the insulin pump available. Then the customer was contacted, he was still hospitalized. Customer stated he does not feel comfortable using the insulin pump. A couple days later the customer called back to troubleshoot. Customer stated he does not want to troubleshoot for his low blood glucose. Customer wants the insulin pump to be replaced. Customer stated he is having trouble with his meter.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with 2.0 units fix prime with water reservoir. The water did exit the infusion set. The insulin pump was monitored for 24 hours and no unexpected bolus delivery noted. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.